Manufacturer narrative:
Cec re-adjudicated mi as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The mi occurred in the lad and 1st diagonal. The patient's race is (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx drug eluting stent was implanted in the lad and one resolute onyx drug eluting stent was implanted in the 1st diagonal on the day of the index. It was reported that the patients troponin levels were elevated post procedure. Cec adjudicated mi as a non q wave mi (target vessel) mdt extended historical reinfarction post-pci.